Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the shape of a pinhole at the distal side upon second inflation at 12 atmospheres within 5 seconds. The device was removed using normal method without any issue and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).